Event description:
A 5 fr x 7 cm one-step centesis catheter luer lock/one-way valve broke off during aspiration (paracentesis). We were able to exchange defective catheter over a wire without adverse incident to the patient. ====================== manufacturer response for centesis catheter, valved one step centesis catheter (per site reporter)======================uncertain.